Event description:
Following an atrial fibrillation and atypical atrial flutter procedure, magnetic resonance imaging (MRI) revealed a stroke requiring no additional intervention. During the procedure, there were no temperature or impedance issues noted. The patient had a history of multiple previous ablation procedures and had a left atrial appendage device (watchman). No transesophageal echocardiogram was performed prior to the procedure; however, the left atrium was checked for clots with ice prior to starting the procedure. During the procedure, the patient was cardioverted. No char was visible on the tip of the ablation catheter when it was withdrawn and the procedure was successfully completed with no issues. During post procedure observation, patient was difficult to arose. A head computed tomography scan was performed and was clean. A MRI was performed and concluded to find multiple areas of clot scattered in the brain, thus concluding that a stroke had occurred. The definite cause is unknown. The physician suspects that most likely the cardioversion knocked loose a clot that was pre-existing in the heart. The patient is still hospitalized and is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.